Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) high thresholds and was found to have dislodged. The lead dislodged again was repositioned and during this reposition it was noted that there was some insulation damage on the lead. So the physician asked to place a new lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned with cuts on the lead body. The conductor coil was deformed and there were puncture marks noted, most likely due to some type of grabbing tool that was used. There were multiple places where the conductor coils were deformed, as well as bodily fluid noted in the leads lumen. The lead tip was intact and undamaged. The allegations of loss of capture and dislodgement could not be confirmed. The lead passed all electrical testing and there was no visible signs of damage or defect that would have caused dislodgement.